Manufacturer narrative:
Device has not been reported as explanted. Initially reported as (B)(6) 2015; should be (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tabs on two expansion head screws broke upon insertion during an anterior cervical discectomy and fusion procedure. One of the expansion head screws could not be used and an alternate screw was available. The locking screw head snapped off when being inserted into another expansion head screw. The locking screw was seated properly, and so remains implanted within the expansion head screw. No loose fragments remain in the patient, and the surgery was completed with a twenty minute delay. The patient's outcome following surgery was reportedly satisfactory.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two 14.0mm x 4.0mm cancellous screws expansion heads broke, and one 1.8mm locking screw head snapped off. No further information was provided. This report is 3 of 3 for (B)(4).